Event description:
Same case as 2134265-2010-00337. It was reported that during a percutaneous coronary interventional procedure, a rotawire was broken in half. The rotawire floppy wire had just been loaded into the 2.15mm rotablator rotalink plus burr. A platform test to adjust the speed of the burr was performed. As they were attempting to advance the burr into the touhy, the wire broke in half in the middle of the rotawire. The wire break occurred outside the body, so all the parts of the rotawire were retrieved successfully. It was stated that at the time of the event, the brake was holding and the wire clip was on the wire. The procedure was completed using another of the same device. No pt complications occurred. The pt status was fine/stable.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).